Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. The infusion set fell off during use due to sweating. The blood glucose level was high and the patient was treated with insulin pump. The patient replaced the infusion set, and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 06/may/2026 against "lot number" "6012931" and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type), adhesive patch completely detaches during use- detachment / significant wetness. The review confirmed that lot 6012931 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 06/may/2026 against "lot number" criteria equal "6012931" and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type), adhesive patch completely detaches during use detachment / significant wetness. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012931 was manufactured according to work instruction (wi) version 82 and manufactured in the multivac 08, on 28/apr/2025 with a total of (B)(4) units. Sub-assembly: assembly the sub-assembly of the lot 5d01278 was manufactured according to the wi version 29 and manufactured in quickset line, on 26/apr/2025, with a total of (B)(4) units. The sub-assembly of the lot 5d05086 was manufactured according to the wi version 29 and manufactured in quickset line, on 28/apr/2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012931 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).